Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the - subunit (hcgb). The sample initially resulted as 0.277 miu/ml. The sample was repeated, resulting as >10000 miu/ml accompanied by a data flag. The sample was then repeated at a 1:50 dilution, resulting as 81608 miu/ml accompanied by a data flag. It was asked, but it is not known if the erroneous value was reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcgb reagent lot number was 187428, with an expiration date of 11/30/2016. A specific root cause could not be determined based on the provided information. It was determined that the customer was using a 12mm diameter tube for measurement of the sample. This tube type is not suitable for use on the e411 analyzer according to product labeling. In addition, a sample quality issue could not be excluded as a cause.

Manufacturer narrative:
It has been clarified that the initial value of 0.277 miu/ml was reported outside of the laboratory. The patient was not adversely affected due to the event.